Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, major broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner, cracked belt clip slot, stained end cap sticker, and minor broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer's insulin pump was damaged. Customer's blood glucose was 143mg/dl at time of incident. Customer stated that the reservoir fell off of pump. Troubleshoot was performed and it was states that chipped at the top where the reservoir locks into the pump and reservoir would not stay. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Pump was need to be replaced. Pump was to be return for analysis.